Event description:
It was reported that approximately 5 years following the implant of this transcatheter bioprosthetic pulmonary valve (tpv) new type I frame fracture was identified. The location of the fracture was described being in the inflow portion at the hinge point of row 5 and 6 at the leftward-most portion of the valve utilizing straight ap projection. Further, that the fracture was at the position where a thicker part of the wire frame met the hinge point. Treatment was not reported. No patient complications were reported as a result of this event. Additional information was received that approximately 5 years and 5 months following valve implant, the patient reported palpitations, accompanied by feeling hot and lightheaded. The patient was evaluated in the clinic ahead of the scheduled evaluation. A heart monitor identified premature ventricular contractions and non-sustained ventricular tachycardia. A beta blocker was started, and it was reported that the symptoms related to the ectopy had significantly improved. Per the physician, it is unlikely that the valve itself is a direct cause of arrhythmias this remote from its implantation; however, the frame fracture noted was along the right ventricular outflow tract (rvot)/subvalvar aspect of the frame, based on the known tpv location on implantation. Therefore, mechanical irritation of the rvot could not be ruled out as a contributing factor to the arrhythmias, given that interval change.

Manufacturer narrative:
Updated data: b1, b2, b5, second paragraph added d3, h1, h6, additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years following the implant of this transcatheter bioprosthetic pulmonary valve new type I frame fracture was identified. The location of the fracture was described being in the inflow portion at the hinge point of row 5 and 6 at the leftward-most portion of the valve utilizing straight ap projection. Further, that the fracture was at the position where a thicker part of the wire frame met the hinge point. Treatment was not reported. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.